Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown. Unknown, articular surface, unknown. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial tka on an unknown date. Subsequently, the tibial component was revised due to unknown reasons. Attempts have been made and no further information has been provided.